Manufacturer narrative:
The emt was treated for the scratched wrist and was put on light duty for the elbow injury, later receiving an MRI and physical therapy. As a result of this alleged event, a visual and functional inspection was performed and it was identified that there were no malfunctions or defects on the device that could have caused or contributed to the alleged event.

Event description:
It was identified that the trolley was allegedly making jerking motions as the cot was being loaded. As a result of this alleged jerking, the oxygen bottle hit the emt on the wrist, scratching her wrist and injuring her elbow.